Manufacturer narrative:
.

Event description:
Procedure type: low anterior resection. According to the reporter: the device misfired. After applying the stapler and removing it from the patient, it was noticed that they were formed, free staples on the anvil. Upon inspection of the anastomosis, it was noticed there was a hole that did not have staples. The anastomosis was hand sewn to complete the procedure. No blood loss or tissue damage/loss was reported and incision did not need to be extended. Surgery time, however, was extended more than 30 minutes. The patient is currently under observation and recovering.